Event description:
The customer contact reported device breakage; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified medication via a plum pump. After an unspecified length of time, it was reported that the "pt found lying in bed with blood on the sheets and floor". An unspecified volume of blood loss was noted. It was reported that the peripheral IV "line not in port any longer." It was also reported that the pt had been using a continuous positive airway pressure machine that was found on the floor in pieces. No specific event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.